Manufacturer narrative:
(B)(4). The reported device was not returned; however a receiver (sn: (B)(4); mfg date: 9/5/2013) was returned for evaluation and there was no problem found. The data log confirmed the reported permanent out of range signal.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.